Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. This ra lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. This ra lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this right atrial (ra) lead exhibited noisy signals. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.